Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty-nine events were reported for this quarter. Two devices were available for evaluation but have not yet been received. Thirty-five devices were received for evaluation. Thirty-five events were confirmed during testing. Twenty-six devices were found to be affected by compromised lubrication. One device was found to be affected by internal corrosion and compromised lubrication. Five devices were found to be affected by internal corrosion. Two devices were found to be affected by compromised lubrication and a shattered bearing. One device was found to be affected by debris. Two device evaluations are in progress. One device was repaired and returned to the account. Thirty-four devices were scrapped by stryker. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 39 malfunction event in which the device overheated. Thirty-seven events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 4 previously reported events are included in this follow-up record. Product return status: 4 devices were not available to stryker for evaluation.      Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused. Device not returned.

Event description:
This report summarizes 39 malfunction event in which the device overheated. 37 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.